Event description:
It was reported that the bulb has failed after 100 hrs of use. It is further reported that this unit is used for training only and that there were no adverse consequences.

Manufacturer narrative:
Additional information will be provided once investigation is complete.